Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), suicide attempt ("suicide attempts") and genital haemorrhage ("excessive bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional overdose "overdose" in 2016. The patient's past medical history included weight loss, memory loss, weakness, neck pain, grand multiparity, back pain, kidney stones, numbness, penicillin allergy, herniated disc, tubal ligation and flank pain. Concurrent conditions included pain in elbow, rotator cuff syndrome, vomiting, hair loss, fibrocystic breast disease, palpitations, chronic anemia, ruq pain, pain legs, migraine, night sweats, fatigue, headache, paralysis, blurred vision and increased tendency to bruise. Concomitant products included amitriptyline, ibuprofen, tramadol hydrochloride (tramadol hcl cf) and tramadol hydrochloride (ultram). In 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2012, the patient had essure inserted. In august 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In september 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2013, the patient experienced depression ("depression"). In 2016, the patient experienced abdominal distension ("bloating") and back pain ("back pain"). On an unknown date, the patient experienced suicide attempt (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), spinal cord disorder ("spinal issues"), post-traumatic stress disorder ("post-traumatic stress disorder -ptsd"), dizziness ("dizziness") and abdominal pain lower ("cramping"). The patient was treated with tramadol, fluoxetine hydrochloride (prozac), risperidone (risperdal) and cyclobenzaprine hydrochloride (flexeril). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal distension, vaginal haemorrhage, dizziness and abdominal pain lower outcome was unknown and the suicide attempt, depression, spinal cord disorder, post-traumatic stress disorder and back pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, back pain, depression, dizziness, dysmenorrhoea, genital haemorrhage, pelvic pain, post-traumatic stress disorder, spinal cord disorder, suicide attempt and vaginal haemorrhage to be related to essure. The reporter commented: patient not sought treatment for bloating 3 coils on the right and 5 on the left. The plaintiff was being treated with tramadol from 2013 to present for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6): essure tubal devices in place ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfa and mr received. Concomitant medication added. Historical condition added. Event dizziness, abdominal pain lower was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain"), suicide attempt ("suicide attempts") and genital haemorrhage ("excessive bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: intentional overdose "overdose" in 2016. The patient's past medical history included weight loss, memory loss, weakness, neck pain, grand multiparity and back pain. Concurrent conditions included pain in elbow, rotator cuff syndrome, vomiting, hair loss, fibrocystic breast disease and palpitations. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2013, the patient experienced depression ("depression"). In 2016, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced suicide attempt (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), spinal cord disorder ("spinal issues"), post-traumatic stress disorder ("post-traumatic stress disorder -ptsd") and back pain ("back pain"). The patient was treated with tramadol, fluoxetine hydrochloride (prozac), risperidone (risperdal) and cyclobenzaprine hydrochloride (flexeril). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal distension and vaginal haemorrhage outcome was unknown and the suicide attempt, depression, spinal cord disorder, post-traumatic stress disorder and back pain had not resolved. The reporter considered abdominal distension, back pain, depression, dysmenorrhoea, genital haemorrhage, pelvic pain, post-traumatic stress disorder, spinal cord disorder, suicide attempt and vaginal haemorrhage to be related to essure. The reporter commented: patient not sought treatment for bloating 3 coils on the right and 5 on the left. The plaintiff was being treated with tramadol from 2013 to present for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure tubal devices in place. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received - previously reported event "severe and permanent injuries" replace with "dysmenorrhea", events- "bloating, abnormal vaginal bleeding, depression, suicide attempts, severe and persistent pelvic pain, spinal issues, excessive bleeding, overdose, post-traumatic stress disorder ¿ptsd, back pain", reporter, concomitant drug and condition, historical condition, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.